Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 70 (mg/dl); however, no specific value was provided. Reportedly, the low bg level occurred on the first day of pump use, and contact said that the customer probably still had lantus insulin in their system when they began to use the pump. Customer removed the pump and consumed juice to treat their bg level. Contact indicated that they have contact their health care provider to discuss diabetes management.